Event description:
As reported by our german affiliates, during implant of a 26mm sapien 3 ultra transcatheter heart valve in the aortic position by transfemoral approach, it was not possible to cross the commander delivery system with the crimped valve through the 14f esheath+. The esheath+ was ripped open right at the beginning of the expandable segment. The valve was pushed by the pusher. The delivery system with the valve, and the esheath necessitated surgical removal. A new valve was successfully implanted using a 16f esheath. The patient was transferred to the ICU for two days and was subsequently discharged without any further complications.

Manufacturer narrative:
An MDR was initially submitted for this malfunction under 2015691-2025-03239. During the engineering evaluation, after collecting and reviewing all available information, a discrepancy was identified between the devices received and the info collected in the complaints system. Further investigation revealed that two complaint devices with similar issues had been received mixed up. Subsequently, these complaints have been updated to correctly assign each device to its corresponding complaint. The engineering evaluation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the engineering evaluation. The following sections of this report have been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation was completed. Due to the nature of the complaint, no dimensional or functional testing was performed. The returned device was visually examined, and the following was observed: one (1) bent strut outwards at the outflow side on crimped valve. No abnormalities observed on expanded valve. Imagery was provided by the site, the relevant imagery was reviewed and the following observations were noted: crimped valve is observed to be outside of the sheath's pathway. Valve frame appears to be stuck with the sheath shaft/liner. Valve and distal end of the commander delivery system exposed through the esheath' s liner tear. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3u IFU was reviewed. Warnings include, 'access characteristics such as severe obstructive or circumferential calcification, severe tortuosity, vessel diameters less than 5.5 mm (for size 20, 23 and 26 mm sapien 3/sapien 3 ultra transcatheter heart valve) or 6.0 mm (for 29 mm sapien 3 transcatheter heart valve) may preclude safe placement of the sheath and should be carefully assessed prior to the procedure'. Precautions note: 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. As compared to sapien 3, system advancement force may be higher with the use of sapien 3 ultra transcatheter heart valve in tortuous/challenging vessel anatomies'. No IFU/training deficiencies were identified. The complaint for frame damage was confirmed based on evaluation of the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'during procedure, it was not possible to cross the commander delivery system with crimped valve through the 14f esheath+. The esheath+ was ripped open right at the beginning of the esheath+ expandable segment. The valve was pushed by the pusher. No injury occurred but the commander delivery system with the valve, as well as the esheath, could only be removed surgically exposing the groin. "It was unforeseeable that this event would occur. The doctors' explanation suggests that the vessels were extremely rigid and inelastic due to previous radiation treatment for prostate cancer". "As per pre decontamination observation of the returned devices, a valve bent strut was observed". During evaluation of the returned device, a bent valve strut was observed on the outflow side of the valve. It is possible that the strut got caught on the sheath shaft and/or liner during push-pull maneuvers to overcome the encountered resistance, and/or during removal of the delivery system with crimped valve and sheath form the patient. Applying additional device manipulation may further sustain deformation, resulting in the reported frame damage. As such, available information suggests that procedural factors (device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.